Event description:
Pump was used to deliver rituxan, rate was increased by 50ml every 30 min. Rate was set at 150 ml/hr when it was discovered that all rituxan was infused. It was due to be increased to 200 ml/hr when above discovered. Pump displayed 246 ml infused. Total amount to be infused was to be 700 ml.